Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that the cable got hot after put in controller medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was they stated that the pt has been having trouble charging their inss starting about as early as may 8th. Pt rep stated they could charge the controller, but when they place the recharger (rtm) over the ins, they¿d see 'device not found'. Pt rep stated the battery inside the ins is completely red and pt hasn't had any power to it for about one week. The pt was not present, pt rep was advised to call back with pt and equipment present for troubleshooting charging the ins. Pt rep called back with pt and equipment present. Ps instructed them to inspect rtm cord, but they did not see any physical damage. Pt stated the relay box does get warm, ps asked them to start a recharging session and after hitting recharge on no device found screen, they saw (0 0 0) and then (0 87 88). When caller moved paddle away from body, they saw (0 0 88). A replacement rtm was requested. Additional information was received from the pt rep. They called back stating that they had called maybe a couple weeks ago since the pt was having trouble and they were sent a replacement rtm. Pt rep said that the replacement rtm was working so they would be sending back the old rtm, but they saw in the instructions that there was a belt for the rtm, however they said that the pt never had a belt. A belt was sent to the pt.